Event description:
It was reported that during a 2 month follow-up for a transvaginal procedure, the physician prescribed an antibiotic, cipro, for the urinary tract infection. During a 6 month follow-up the pt experienced vaginal bleeding and had surgery to remove an exposed bone anchor suture which resolved the problem. The pt has had subsequent surgeries for removal of exposed bone anchor sutures. No product will be returned as the device is still in the pt.